Event description:
Patient is 41-year-old female who was seen for robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, sentinel node biopsy with possible bilateral oophorectomy due to precursor testing bordering on endometrial cancer. Procedure began with left upper quadrant entry approach (typical approach) with abdominal insufflation to 15mmhg (max). Airseal gave "over-pressure warning" so tubing was swapped out at recommendation of circulator; error persisted, so surgeon requested to swap airseal machine after second set of tubing gave the same error. There were no errors with the second machine and patient was stable, so the procedure continued as planned. Approximately 10 minutes into the case, anesthesia had problems with the patient's oxygen saturation so physician docked the robot and aborted the procedure when the patient could not be stabilized. The patient does have a known history of asthma; taking this into consideration, anesthesia had attempted to stabilize sats with inhalation treatments and bronch prior to the procedure being aborted. The patient was taken to post-anesthesia care unit where chest x-ray showed a tension pneumothorax. Chest tube was placed in post-anesthesia care unit and disclosure was made to patient/family at time of procedure. Patient was taken back to or approximately 1.5 days later and was able to successfully have procedure completed laparoscopically without robotic assistance. Patient tolerated treatment well and was able to be discharged the following day.